Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose level 140mg/dl at the time of incident .troubleshooting was performed for alarm. The device will be returned for analysis.

Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to the mother board. Unable to perform any test or verify the unexpected restart error alarm due to frozen screen.